Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI# (B)(4).

Event description:
It was reported that the bd vacutainer® cpt¿ mononuclear cell preparation tube - sodium citrate tube broke while in the centrifuge. There was no report of medical intervention.

Manufacturer narrative:
Investigation: bd received samples and a photo from the customer facility for investigation. The customer samples were visually inspected with no issues or defects being identified. Glass breakage was observed from evaluation of the photo. Additionally, retention samples from the incident lot were tested and no glass breakage was observed after centrifugation. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Based on the investigation, a root cause could not be determined. The results of internal testing show acceptable performance.